Event description:
During removal of the sheath introducer, the pt experienced a large hematoma from the groin to the knee. The pt was an outpatient, and had to be admitted for a blood transfusion of two units. There were no add'l complications.